Event description:
It was reported that the patient was not able to adjust their stimulation. It was noted that the patient reported the "call your doc tor" icon on the display. It was further noted that a power on reset (por) condition was reported. The patient stated that the "health care professional instructed her to not turn on her implant until today, and when she tried she got the por message." The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).